Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure is required due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's medical records noted patient underwent an initial left hip arthroplasty on (B)(6) 2012. Medical records further noted that patient underwent a revision procedure on (B)(6) 2013 due to recurrent dislocation. The revision operative report indicated the acetabular cup was retroverted with insufficient anteversion. The acetabular cup and modular head were replaced with competitor acetabular components and a biomet head. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2014. The reason for the revision was pain, elevated metal ions, and metallosis. Operative report further noted trochanteric bursa fluid that was grayish yellow, small amount of corrosion on taper, metallosis, and necrotic tissue. The acetabular cup and modular head were replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-02218 & 2220 & 02221 & 1825034-2015-01983 & 01984).